Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that guidewire distal tip detachment occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained via the left femoral artery, and a 300cm 8cm v-18 control wire was advanced contralaterally to perform angiography of the lower segment of the sfa. The guidewire was rotated to try to reach the distal end of the sfa; however, it was found that the tip of the guidewire was fractured. The image showed that the fragment was lodged at the lower end of the sfa and was not removed. The procedure was completed with another of same device. The patient condition following the procedure was stable. It was further reported that guidewire was used for a chronic total occlusion (cto) and the tip was found kinked during the procedure. The physician had no plan to remove the fragments.

Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original pouch, and overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed that it was bent and detached at distal tip. Based on the evidence, the reported device issue can be confirmed since the detached and bent distal tip found during the product inspection could have contributed to the reported issue. E1 - (B)(6).

Event description:
It was reported that guidewire distal tip detachment occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained via the left femoral artery, and a 300cm 8cm v-18 control wire was advanced contralaterally to perform angiography of the lower segment of the sfa. The guidewire was rotated to try to reach the distal end of the sfa; however, it was found that the tip of the guidewire was fractured. The image showed that the fragment was lodged at the lower end of the sfa and was not removed. The procedure was completed with another of same device. The patient condition following the procedure was stable. It was further reported that guidewire was used for a chronic total occlusion (cto) and the tip was found kinked during the procedure. The physician had no plan to remove the fragments.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6).

Event description:
It was reported that guidewire distal tip detachment occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained via the left femoral artery, and a 300cm 8cm v-18 control wire was advanced contralaterally to perform angiography of the lower segment of the sfa. The guidewire was rotated to try to reach the distal end of the sfa; however, it was found that the tip of the guidewire was fractured. The image showed that the fragment was lodged at the lower end of the sfa and was not removed. The procedure was completed with another of same device. The patient condition following the procedure was stable.